Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they woke up with emergency medical service and were hospitalized due to low blood glucose on march 29 with blood glucose level was 17 mg/dl and also they were unconscious. Customer was treated with food. Customer was not using auto mode. Customer declined troubleshooting for low blood glucose level. The insulin pump will not be returned for analysis.